Event description:
On may 29, 2024, senseonics was made aware of an adverse event where the user reported pus sack formed next to the insertion site on (B)(6) 2024. The user waited to see if the pus would clear up on its own, but the pus sack broke on (B)(6) 2024, and the user went to the hospital to get it checked.

Manufacturer narrative:
As per case notes, the medical team at the hospital confirmed that the user's insertion site was infected and prescribed cefdinir 300mg. The user's hcp is not aware of the event and the user was advised to contact the hcp for further medical advice. Infection at the insertion site is a known and anticipated potential adverse effect of the adhesive patches, which does not require additional investigation.